Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.

Event description:
This report summarizes 23 malfunction events, where it was reported the devices experienced an inaccurate scale. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 11 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 10 devices were functionally/visually inspected in the field. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 23 malfunction events, where it was reported the devices experienced an inaccurate scale. There was no patient involvement.